Manufacturer narrative:
One cadd solis vip infusion pump was returned for evaluation. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Visual inspection of the pump found it to be in good physical condition. Upon checking the event log of the pump, evidence of the reported complaint was noted to be found. The pump underwent functional and pressure testing. The customer's complaint was not confirmed as it was not verified as a result of the tests performed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log noted "user confirmed power down started," "power down," "power up started," "keypad locked," and "power up complete." Functional tests included use testing. No issue was found with the pump's power during the function testing. Based on the evidence, the complaint was unable to be confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump powered off. No adverse patient effects were reported.